Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced elevated enzymes post-procedure and restenosis after having multiple coronary artery stents implanted. The patient's medical history is significant for angina, ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, diabetes (type ii) and gerd. The indication for the procedure was positive function test for ischemia and angina. The patient had a total of six cypher stents implanted. A 3.5mm x 28mm was implanted in a denovo, calcified, complex and 75% stenosed distal right coronary artery (rca). The stent was post-dilated and the reported residual stenosis was 10%. A 3.5mm x 23mm cypher stent was then implanted in a calcified, de novo 75% stenosed lesion in the proximal rca. The stent was post-dilated and the reported residual stenosis was 20%. Stent number three (3.0mm x 13mm cypher) was implanted in a 95% stenosed, calcified and de novo lesion in the proximal circumflex artery. The stent was post-dilated and the reported residual stenosis was 10%. A 2.5mm x 18mm cypher was then implanted in an 80% stenosed, de novo, calcified and complex lesion in the distal left anterior descending artery (lad). The stent was post-dilated and the reported residual stenosis was 10%. A 33.5mm x 23mm cypher stent was then implanted in the mid lad. The lesion was described as calcified, tortuous, de novo and 75% stenosed. The stent was post-dilated and the reported residual stenosis was 20%. Lastly a 3.5mm x 18mm cypher stent was implanted in a calcified, tortuous, complex, 75% stenosed, de novo lesion in the proximal lad. The stent was post-dilated and the reported residual stenosis was 20%. Post procedure, the patient had elevated troponin of 0.57 > 0.4 unl. The patient was discharged the day after the procedure. At the 12 month follow-up the patient reported having stable angina. At the 15 month follow-up the patient again reported having stable angina. At this time, a percutaneous transluminal coronary angioplasty was performed followed by stent placement of the previously treated distal lad. The other implanted stents in the proximal lad, mid lad, proximal cx and rca were patent. The lesion in the distal lad was not within 5mm of the previously treated lesion in the mid lad. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received the following six cypher stents: a 3.5 x 23mm stent in the proximal rca, a 3.5 x 18mm stent in the proximal lad, a 3.5 x 23mm in the mid lad, a 2.5 x 18mm in the distal lad, a 3.0 x 13mm in the proximal circumflex, and a 3.5 x 28mm in the distal rca. At the 12 month follow-up, on (B)(6) 2011, the patient reported having stable angina. At the 15 month follow-up, on (B)(6) 2011, the patient again reported having stable angina. At this time, a percutaneous transluminal coronary angioplasty was performed followed by stent placement of the previously treated distal lad. The other implanted stents in the proximal lad, mid lad, proximal cx and rca were patent. The lesion in the distal lad was not within 5mm of the previously treated lesion in the mid lad.